Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed the following tests: displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, and self-test. Successfully utilized and thump to download history files and traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube), cracked case, partially broken retainer, cracked reservoir tube lip, and serial number label missing. In summary, customer concern for serial number label missing and cosmetic damage at battery compartment confirmed per visual inspection. Unable to verify for low bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damaged on battery compartment. The customer reported blood glucose value of 60 mg/dl. The customer reported hypoglycemia and treated with discontinue use of insulin delivery system, and by eating carbs. The event involved product(s) mmt-1880, unomedical, mmt-332a. Troubleshooting was performed. Customer has not been using the insulin pump system within 48hrs of reported low bg event. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported labeling issue. Customer also mentioned product labels reported as missing, removed, worn, faded, or damaged following usage. No further patient complications were reported. Mmt-1880 was requested and customer response was the device was returned. No product return is required for unomedical. No product return is required for mmt-332a.